Manufacturer narrative:
A series of photos were shared. A CT scan from inside the chemolock shows a comparison with the actual sample and a good sample where an anomaly on the spike tip is noted, which might be the responsible for leak from the set. One used list #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, no significant damages were observed. A small gap between the seal and the body from a top view is observed. No mating device was returned for evaluation. The sample was primed with a chemosafe lock and standalone and only with the chemosafe lock connected a leak was confirmed. The returned chemoport was cut, and a squished/smashed spike was observed. Complaint of leakage can be confirmed. The probable cause was an error during an automation process of manufacturing. The lot history was reviewed (for possible lot numbers 14182589 or 14201030) and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Plots (possible lots): plots: 14182589 MFR date: 10/16/2024 exp date: 10/01/2027. 14201030 MFR date: 10/30/2024 exp date: 10/01/2027. Additional information in d4- lot #.

Event description:
A chemosafelock bag spike reportedly leaked during a patient's infusion. There was no reported impact from the event on the patient or the medical institution worker. The device was changed out/replaced with no further problems encountered. Medications involved were saline and irinotecan. One actual sample was received at terumo connected to a saline bag (250ml/otsuka). No anomalies were visually confirmed. With ¿as-received¿ condition, terumo applied pressure on the saline bag, however, leakage was not observed. With ¿as-received¿ condition, terumo connected their in-house kl-msu3 to the returned sample and liquid flow was checked under gravity. The result recorded leakage at the back of kl-msu3 chemolock connector ("clip"). A computed tomography (CT) inspection was performed, wherein the conduit was confirmed to be deformed. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).